Event description:
It was reported that the patient experienced a loss of therapeutic effect. The following symptoms were noted: rash in groin area and down inside thighs. The patient also noted a bladder infection-although unsure if that had been confirmed medically. The patient was going to be taking some medication for the infection. There was no known accident or incident related to this issue. This had been going on for last couple of weeks. The patient was at home in fair condition. The patient had called the healthcare provider's office and was told someone would be calling to check her device. The patient hadn't heard back from anyone. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28, lot # v379909, implanted: 2010 (B)(6), explanted unknown. (B)(4).